Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 4 would not open for recovery. A field service engineer ran diagnostics, replaced the latch inseparable magnet, recovered the failed drawer and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4 was failed to open. The customer stated that the reported issue occurred during the dispensing workflow. However, there were no delay or adverse events or injuries reported based on this event.